Event description:
Event description guidant received information that this nurse was unable to interrogate this device with the zoom 2920 programmer. The rn was very frustrated and stated that every time the interrogation bar appears; however, it keeps bouncing back and forth. She unplugged wand from programmer, tried a different electrical outlet, tried switching off programmer one more time, and now a message appears 'cannot mount hard disk' when programmer is booted up. She stated she does not have another programmer to try.